Manufacturer narrative:
A consumer reported that she experienced a burning sensation in both eyes after using the expired product for the first time. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The consumer recovered. The complaint sample was returned but was not evaluated as testing of expired product cannot be reliably used to determine a root cause for the reported event.

Event description:
A consumer reported that she experienced a burning sensation in both eyes after using the expired product for the first time. The product sample was received from the consumer¿s eye doctor a long time ago, and the consumer used the product because she was out of her regular solution. The consumer indicated that she did not realize that the product had expired. There was no report of a medical evaluation or medical treatment associated with the experience. Consumer is recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.